Event description:
Inserted #10 2 way foley catheter for voiding cystourethrogram in radiology procedure, accomplished and tolerated well. Post procedure attempt to remove catheter per standard procedure. Unable to deflate balloon. Inflation valve cut off. Balloon still inflated. Urologist took child to surgery for general sedation because of child's emotional status. Balloon punctured with guide wire and removed 02/05/99.